Manufacturer narrative:
Based on the claim against the product by the customer noting a black cable out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The complaint regarding a black wire sticking out was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The follow-up summary was corrected to the following: the customer reported that the problem was detected after reprocessing and it was when the customer was packaging the instrument. Before cleaning, there were no defaults observed on the instrument by the staff. The customer clarified that the type of damage observed was a loose black cable. There was no loss of cautery associated with the loose cable. There were no issues reported during the use of the instrument in the operation room. There were no signs of thermal damage at the site of the conductor wire. There was no patient injury due to the instrument issue. The customer stated that they had da vinci clamp and jaw cleaning procedures available to all users and upon request for other purposes, so they had not taken images of the damaged instrument. No images or patient demographics available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the customer reported that the problem was detected before and after the central processing process. There was no default observed on the instrument. The customer clarified that the type of damage observed was a loose black cable. There was no loss of cautery associated with the loose cable. There were no issues reported during the use of the instrument in the operation room. There were no signs of thermal damage at the site of the conductor wire. There was no patient injury due to the instrument issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the black cable on the fenestrated bipolar forceps was out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Although the complaint regarding the conductor wire damage was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.